Event description:
It was reported that the patient had an advance sling, the date of implant was not provided. Following the implant the patient had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2014. No additional patient complications have been reported in relation to this event.